Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, mild hyperopia and the patient was not happy with the vision. The iol was exchanged. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the first eye implanted.